Event description:
It was reported that approximately three months after implant the patient experienced weakness. An x-ray indicated that the right ventricular (rv) lead appeared to have dislodged. Thresholds were intermittently high and unstable. The lead was reprogrammed and a lead revision was planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.